Event description:
Customer states that pump has a bent door latch.

Manufacturer narrative:
Investigation found that impact cracked case, bent platen door, and fluid ingress onto pumps "causing pump would not be operated and could not be repaired." Complaint could not be confirmed. Pump will be scrapped.